Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr procedure, post bav, the patient developed wide open native aortic insufficiency. Initially, the operator inserted a 16fr esheath through the right side and performed a bav with an ew 25x4 balloon.  While attempting to insert the commander delivery system/29mm sapien 3 valve, the operator was met with significant resistance and was unable to advance the devices through the 16fr esheath.  The delivery system/valve were removed first and the esheath was removed second.  The patient's pressures were then noted to have dropped and the patient was put on bypass due to wide open native ai.  A second 16fr esheath was prepped and inserted again through the right side.  A second 29mm sapien3 valve was then attempted to be inserted but the operator was met with the same resistance and was unable to advance the delivery system/valve through the esheath.  The decision was made to implant the valve via contralateral approach.  The delivery system/valve and esheath were removed and a 14fr sheath was inserted.  An additional 3cc of contrast were added and the valve was then able to be deployed in a 90:10 aortic position.  Post op echo showed mild pvl and no cai. The patient is reported be off pump and in stable condition.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The bav was not returned to edwards lifesciences as it was discarded by the facility.   Balloon valvuloplasty is performed to open up the stenotic valve prior to thv deployment.  Regurgitation after bav is not uncommon and may vary in severity.  Typically, this is resolved by deployment of the new valve.  Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities.  These patients may require hemodynamic support if they are symptomatic to new regurgitation and significant hypotension may result.  Intra-operative hypotension is very common during the tavr procedure and is treated with standard therapies, including vasoactive drugs.  It is not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs.  These steps are considered standard maneuvers during the tavr procedure. During the manufacturing process, all edwards balloons are 100% visually inspected for defects and 100% tested for performance prior to release for distribution.  This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event.   In this case, there was no allegation or indication that a device malfunction contributed to this adverse event.  Investigation results suggest/indicate, in addition to procedural factors (device manipulation), patient factors (bicuspid valve, advance age 70 y/o ) likely contributed to the wide open ar following bav.   The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required.